Event description:
The clinic reported that a laser vision correction patient was presented with a slip flap on the left eye (os) at 1 day post op. A flap repositioned was performed on the os. The patient had a follow up exam five days later and patient¿s visual acuity sands correction (vasc) was 20/20 on right eye(os), 20/20 on left eye(od).

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.